Event description:
User facility reported that during a diagnostic esophagogastroduodenoscopy procedure, there were lines across the image, and then the image was completely lost. The procedure was completed with a similar but different device. There was no pt harm.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation did not duplicate the reported image loss, however, the device failed leakage testing at both the endoscope and electrical connector units. There was evidence of moisture and corrosion found in the electrical connector unit. Additionally, the evaluation noted that the bending section cement was cracked and one of the light guide lenses was chipped. The reported image loss was likely the results of fluid invasion. The device was serviced and returned to the user facility. The source of the leaks was likely related to user handling. This report is being submitted as an MDR in an abundance of caution.